Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the dryline of the complaint rt105 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and visually inspected. Results: visual inspection revealed that a hole was found on the dryline tubing. A lot check revealed one other complaint of this type for lot 111114. Conclusion: we are unable to determine the cause of the hole on the dryline tubing. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use. The user instructions for rt105 adult breathing circuit state the following: check all connections are tight before use, set appropriate ventilator alarms. (B)(4).

Event description:
A hospital in (B)(6) reported that the an rt105 adult breathing circuit failed the leak test and 2 pinholes were found on the dry tube. This was found prior to patient use.